Manufacturer narrative:
Additional narrative: (B)(4). The serial number was unknown; therefore, the date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device displayed an e2 error code message. It was also reported that the device would not rotate even after the user stepped on the foot switch. According to the reporter, restoration of the device was attempted by re-attaching all the power supplies, the handpiece, the attachment, and the cutting bar with no luck. It was further reported that the connection between the main unit and the handpiece hose was confirmed to be connected appropriately. The user then continued to step on the foot switch and then the cutter device moved a little bit and then stopped. The user then decided to switch to the spare motor device to complete the surgical procedure because the motion continued to occur. The event was reported to have occurred during a second clinical trial. There were no delays to the planned surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.